Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the illuminator would not turn on. Before contacting the tse, the customer stated that error 252 appeared when the camera box was turned off using a power switch on the back. The tse could not verify the error or any endoscope controller (ec) / illuminator errors at the time of the call. After, the customer turned on the ec power switch back on and restarted the system. The system was powered on without error and 'da vinci is ready' audible tone sounded; however, the illuminator was still off. The customer confirmed that the blue led on the front of the illuminator was on, but the illuminator tab on the vision side cart (vsc) monitor showed that the illuminator was turned off, and the box was greyed out, so the customer could not turn it on. The customer performed a hard reboot on the vsc, confirmed all of the power switches on the back of the vsc were turned on and tried to turn on the illuminator by pressing the endoscope button, but the illuminator issue was not resolved. The customer elected to convert the procedure to a traditional laparoscopic surgery. There was no reported injury. Isi contacted the initial reporter and obtained the following information: ports were placed on the patient when the issue was discovered. The conversion did not result in increased port size incision or any additional ports. There was no injury to the patient due to the conversion. Patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive the ec to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. During visual inspection, fa found no damage to the exterior and interior of the unit however, the unit was very dusty. The unit was installed in a golden system where it was programmed successfully, however, no image was on the vision side cart, and the illuminator would not turn on. This pointed to a pointing to a dual camera interface board (dcib) illuminator fault. Additionally, the led on the ec was not functioning, pointing to the endoscopic controller power distribution (ecpd). A light engine test was also conducted; and it was above the threshold of 5%. The system was set to run 10 power cycles and fa reviewed the system logs and found no error codes related to the reported event. As a result of these findings, failure analysis concluded that the dcib is the root cause of the reported event.